Manufacturer narrative:
Devices were discarded by the customer. Without the return of any product(s), it is not possible to determine if damages or defects exist on the product(s), nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. No lot numbers were provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. In this case, extra corporeal circulation and cardioplegia were being performed. Therefore the temperature between the body and the heart should not correlate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the customer had questioned the accuracy of the temperature readings taken from swan-ganz catheters during past procedures, due a separately reported event that had notated a difference in the temperature reading obtained from a swan-ganz catheter during use in extra-corporal circulation (ecc) being performed during a cardioplegia procedure. The customer stated they could not confirm that any temperature differences had actually occurred in the past, as the prompting event was the only known incident. There are no allegations of any patient injuries and all devices have been discarded by the customer. The customer states they have no event dates, patient information, lot numbers, or total number of occurrences to provide for this reported issue.